Event description:
A customer reported damage to the housing of a pump, specifically around the usb port, affecting the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer continued using the current pump as a backup therapy. Technical support decided to replace the pump, confirmed the shipping address, and instructed the customer on how to return the damaged pump using a pre-paid label within 10 days. The customer understood and acknowledged these instructions.